Manufacturer narrative:
Concomitant products: dtma1qq crtd implanted (B)(6) 2019; 5076-52 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had their cardiac resynchronization therapy defibrillator (crt-d) checked at the clinic recently and the remaining battery longevity of the crt-d was much lower than they expected. It was also the right ventricular (rv) lead had high thresholds and no r-waves paced. Reprogramming was done and the rv lead remains in use. The crt-d was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.